Event description:
Customer allegedly was transferring from the tub to the chair, when the two side bars under the cushion broke in the middle of the bar, all the way through. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model ta4t, serial number/date (B)(4) is approximately 1 year and 7 months old. The owner's manual part number 1110545 rev f (oct-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Customer allegedly was transferring from the tub to the chair, when the two side bars under the cushion broke in the middle of the bar, all the way through. No injury alleged. He was referred to his dealer to get the chair repaired.